Manufacturer narrative:
The pump was received with a critical error alarm. A pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with corrosion traces. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the lcd window, case and keypad overlay, as well as a missing display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump received a critical pump error alarm after battery change. Customer's blood glucose was unknown. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.